Manufacturer narrative:
The data logs showed fluctuating placement signal waveforms between ventricular and aortic, even triggering numerous "impella position in aorta" alarms. There were also persistent "suction" and "placement signal low" alarms at this time. No damage or abnormalities were found on the returned pump or guidewire. In conclusion, after reviewing the clinical information, it was determined that the cause of the ventricle perforation was likely improper positioning.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old white male patient had impella 5.5 pump inserted through the left supraclavicular space. The device went directly towards the large papillary muscle, after removal, bleeding was noticed and a small hole was found in the portion of the left ventricle (lv) and as a result a patch was surgically placed over the hole.